Manufacturer narrative:
It was previously reported: the manufacturer received information alleging a ventilator inoperative condition occurred while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was unable to be confirmed. The event log could not be retrieved because it was written incorrectly so the error that caused the operation anomaly was unable to be identified. It was assumed that the ventilator inoperative occurred due to the anomaly in the cpu and memory on the main board which caused data communication/writing within the device to do incorrectly. The software was updated to the latest version 3.6.1. To address the issue. This report is a duplicate to pr 456636 ra 308299503 which was filed within minutes from each other. This report will be cancelled, and all follow up reports will be documented in relation to (B)(4).

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was unable to be confirmed. The event log could not be retrieved because it was written incorrectly so the error that caused the operation anomaly was unable to be identified. It was assumed that the ventilator inoperative occurred due to the anomaly in the cpu and memory on the main board which caused data communication/writing within the device to do incorrectly. The software was updated to the latest version 3.6.1. To address the issue.